Event description:
It was reported that the customer administered a mealtime bolus two hours after consuming meal, resulting in a low blood glucose level of 31 mg/dl. Customers wife administrated two glucose shots to address bg. Customer lost consciousness due to low bg and fell. Additionally, the customer was assisted by paramedics who provided customer with a dextrose bag. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.